Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and the insulin pump was not giving accurate data. The customer was treated with carb intake. The event involved products mmt-1884, mmt-7040a, mmt-431ag and mmt-342g. Troubleshooting was partially performed. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-7040a. No product return is required for mmt-431ag. No product return is required for mmt-342g. Updated summary: it was reported to medtronic minimed that the customer experienced hypoglycemia and the insulin pump was not giving accurate data. The customer also reported a difference in sensor glucose and blood glucose readings. The customer reported blood glucose value of 49 mg/dl. The customer was treated with carb intake. The event involved products mmt-1884, mmt-7040a, mmt-431ag and mmt-342g. Troubleshooting was partially performed for the reported hypoglycemic event. It was unknown whether customer was using the auto mode/smartguard feature at the time of the event. Also, unknown if customer has been using the insulin pump system within 48hours of reported low blood glucose event. Troubleshooting was not performed for discrepancy in readings. The customer blood glucose was 49 mg/dl and sensor glucose value were 111 mg/dl at the time of incident and found which is not within range. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 and mmt-7040a was requested and customer response was the device will be returned. No product return is required for mmt-431ag. No product return is required for mmt-342g.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.